Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded single use loading unit. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap sleeve gastrectomy involving the abdominal wall during the first firing of black reload tristaple the handle made a crack sound and the handle became loose. Doctor changed the handle and used another handle and the same situation happened with the second black. The current patient status is reported as ok. The dr. Wanted to know why did this happen. The difficulty did not result in unintended colostomy, formal laparotomy, or a re-operation. No unanticipated tissue loss. No tissue damage. No extension of incision. No blood loss. No extension of surgery time. Nothing fell into the patient cavity. Additional information requested via email. Can you confirm that product is available and will be returned for evaluation. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product idor lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Could you please provide the UDI# (see attached, red box) for the reload used in the procedure?. Was any reinforcement material used in conjunction with the stapling device? A. If yes, what was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? . What is the last known patient status? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? A) if yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Did the device physically break or was it only a strange sound heard? Did the device fire the full linear range of the reload? Did the device partially fire? Was there poor staple formation? Was the staple line incomplete? A) if yes, how was the incomplete staple line fixed (over sewed, resected <(>&<)> re-stapled, conversion to open procedure, etc)? B) if the staple line was over-sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Did the jaws of the device get stuck and lock on tissue? A) if yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc)?